Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the stimulation was turned back on and they were able to get stimulation through the back and legs. Stimulation for the upper extremities was only to the right side and previously it had been to the left. The patient was given comfortable settings to go home with. The patient called the next day saying that she was no longer able to get stimulation to her back, legs or upper extremities. The patient was directed to turn up the intensity and there was no change. The patient was told to turn it off and let it rest before turning on the lead for just her lower extremities which still did not make a difference. The representative met with the patient again and tried each electrode with a single bipole to see if they had any response. On the 8-15 lead when they increased intensity to 7 the patient didn't feel stimulation but did feel a severe pressure in her back and their leg would cramp and extend outwards. On the 0-7 lead they only got to .6 before the patient had severe pain from the middle of her back at the incision site.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that stim was originally for back and legs. Patient had a lead added for the left arm and it was not working. Patient stated the stim was on but not getting any feeling of stim in left arm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they were meeting with the patient today and wanted to know next steps for troubleshooting. The rep stated that she could not turn on the battery because patient felt that she got excruciating pain. The rep stated that when she programmed the bipole, the patient was not feeling stimulation but produced a leg extension with the lower lead and produced a back spasm with the upper lead. The rep tried 1000hz and 200us and increased stimulation then 460us 60hz and increased stimulation on the lower lead. The programming used on the upper lead was 460us 60hz. X-ray images were done which showed the leads did not move.